Manufacturer narrative:
Tracking #.49976. Ees #.981419/j: endopath dilating tip trocar: based on the info rec'd and the visual examination. It was confirmed that the inner gasket was dislodged from its original position. No conclusion could be reached as to how the inner gasket was dislodged.

Event description:
It was reported the device was used during a laparascopic cholecystectomy. It was reported the inner gasket came off the 511sd trocar and fell into the pt's abdomen. The gasket was retrieved laparoscopically. The procedure was completed with this same device. There was no consequence to the pt.